Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the distal end of the glass fiber exhibits signs of usage; the fiber is broken within the fiber blue outer sheath, and detached at 2 feet and 10.5 inches from distal tip; the length of second piece including the connector is 9 feet and 4 inches; the fiber exhibits signs of slight melting at the locations of fracture; the fiber was tested with hene laser fixture, aim beam is visible at the break. Probable root cause: based on the device analysis, the probable root cause of the failure is: excessive bending.

Event description:
It was reported that during a ureteroscopy procedure, the surgical fiber was noted to have broken inside of the scope, upstream of the site of intervention, ¿causing a burning pain in the surgeon¿s hand¿. No subsequent treatment or injury of the surgeon was reported. The surgical fiber and scope were exchanged resulting in a slight delay in completing the procedure. No harm to the patient reported.